Manufacturer narrative:
According to the provided information, liquid presence was detected inside the ventilator. The field service engineer (fse) found that the control printed circuit board (pcb) was contaminated by liquid. The issue was resolved by cleaning the control pcb. After cleaning the affected part, the device passed all performance tests and has been released for clinical use. The control pcb contains electronics including microprocessor control to achieve among others: regulation of inspiratory flow, regulation of inspiratory pressure and regulation of a constant inspiratory flow. The breathing software is stored on the control pcb. Liquid/corrosion on pcbs can cause short circuit which might affect the ventilator¿s characteristics and performance. The contamination of the pcb was caused by an accidental drop of a container with water for injection onto the ventilator. The conclusion is that the device did not fail to meet its specification. It was concluded that the issue was related to use error. The user is obliged to follow the environmental and cleaning recommendations in applicable user¿s manual. The UDI information is not available since the device was manufactured before 2015.

Event description:
During the inspection of the ventilator, liquid was observed on the control printed circuit board. There was no patient harm. Manufacturer's ref. #: (B)(4).